Event description:
A catheter blockage was confirmed. Catheter revision surgery occurred (B)(6) 2010. The hcp (healthcare professional) wanted the catheter analyzed for fibrous tissue. As of 01/17/2011, the pt was "doing well, no further complaints." The pump contained dilaudid. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).